Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos) causing the patient's heart rate to be lower than the programmed rate. The physician elected to just monitor the lead without intervention. The lead remains in use. No further patient complications have been reported as a result of this event.